Manufacturer narrative:
The reported event was duplicated. Upon disassembly for visual inspection the service technician observed spindle housing damage.

Event description:
It was reported that after a procedure at the user facility the core impaction drill was in parts. The procedure was completed successfully with no delay; no adverse consequences or medical intervention were reported, and no pieces were alleged to have entered the surgical site.